Event description:
A vns treating physician submitted and adverse event form on (B)(6) 2011 from an e102 study in (B)(6) indicating the vns pt acquired a post-operation infection following vns implantation. The infection started after implant on (B)(6) 2008 and lasted till (B)(6) 2008 when the device was explanted and the pt was re-implanted with another generator. Good faith attempts for more information have been to no avail thus far. If additional information is received then it will be reported.